Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that last month this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had high out of range intermittent jumps in pacing impedance greater than 3000 ohms. The minute ventilation (mv) sensor was oversensing the signal, and anti-tachycardia pacing (atp) was delivered in response. The shock channel provided that there was no pacing inhibition. The mv feature was turned off in response. The system remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Additionally, this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon interrogation of this system, numerous atrial tachycardia response (atr) events were found due to noise and oversensing. A review of the data was performed by a boston scientific technical services consultant who stated it looks like respiratory rate trend (rrt) oversensing. Additionally, a review of the stored data confirmed continued jumping/fluctuating atrial pacing impedance measurements with some exceeding 3000 ohms. The consultant documented the clinical observations and discussed troubleshooting. No adverse patient effects were reported.